Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery charger was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a charger failed error at boot up, and the system would not boot up. There is no report of pt injury.